Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that after changing cartridge and tubing supplies, the user experienced rising blood glucose and later identified an improperly tightened luer connector on the ilet, resulting in hyperglycemia with a peak blood glucose reported over 400 for approximately 3 hours; the connector was reseated, tubing was filled, and insulin delivery resumed without alerts or alarms. Symptoms included headache. Outcomes included ongoing monitoring at home without backup therapy, ketone testing, or medical intervention. Investigation included call-center troubleshooting and user education. Investigation of this case revealed a loose luer connector that impeded insulin delivery until corrected. It was concluded that the event was attributable to a connection/attachment issue at the luer interface that resolved after proper reconnection and resumption of insulin delivery.